Event description:
Right leg isolated, arterial & venous cannulaes were connected to the perfusion pump by dr. And perfusionist. Pump flow was monitored and blood gas was sent with the results known to the perfusionist. Aprox. 5 min later request for blood gas was sent with the results showing abnormal values. Attempts to correct the problem were immediately initiated. O2 tank attached to the pump by perfusionist. Oxygen was not being pumped to the patients leg.